Event description:
The user facility reported during the preparation before a procedure, when the serum was passed, the detachable coil detached prematurely. As a result, the detachable coil was not used for the procedure. The user facility did not disclose any further info regarding the alleged event. There was no allegation of harm.

Manufacturer narrative:
The device in question has not yet been returned to boston scientific for further investigation. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned, and further significant info is found, a supplemental report will follow.